Event description:
This event is being reported as part of a "retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction. Subject received integra, with negative pressure wound therapy (npwt) and local flap on (B)(6) 2012. The subject's wound, which was on the right planter foot amputation stump, had a surgical, diabetic neuropathic ulcer etiology. The wound's approximate measurement was not documented. On (B)(6) 2012, the subject has an adverse event of dry gangrene of the amputation stump thought to be related to the target wound. This event was documented as moderate in severity and possible related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was reoperation and local wound care. On (B)(6) 2012 the subject was readmitted with an adverse event of an infection. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken was a course of intravenous antibiotics. These two events were resolved on (B)(6) 2012 when a below knee amputation (bka) was performed. The subject was discharged from the hosp on (B)(6) 2012. There are no add'l follow up visits available.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.